Event description:
It was reported that the ventilator generated a technical error indicating a failure of the control printed circuit board during start-up. There was no patient involvement. (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error indicating a failure of the control printed circuit board during start-up. There was no patient involvement. Appearance of this failure will be notified to the user by a generated alarm and the reported technical error code indicating communication failure between the monitoring and breathing sub-systems. If the fault occurs during ventilation it may lead to stop of ventilation and the user will be notified by the corresponding high priority alarm and technical error code. Neither the control printed circuit board nor device logs were received for investigation, despite several reminders. We are therefore unable to determine the cause of the reported event.

Manufacturer narrative:
More information surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished.